Event description:
It was reported that a dissection occurred. Vascular access was gained via the right femoral artery. The 80% stenosed, 28x2.50mm, eccentric, de novo target lesion was located in the severely tortuous and moderately calcified mid left anterior descending (lad) artery with a >=90% bend. During a percutaneous coronary transluminal coronary angioplasty (ptca), a 6f 3.0 non-boston scientific guide catheter and a non-boston scientific guidewire were used to cross the lesion. Following predilatation with a 2.0 x 15 maverick 2 balloon, a 2.50 x 32 synergy ii drug eluting stent (des) was deployed. An immediate shoot revealed a dissection distal to the stent. A 2.25 x 20 synergy stent was deployed to contain the dissection and complete the procedure. No further patient complications were reported in relation to this event and the patient's status was stable.